Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center the vent inop was unable to be confirmed. In order to check the detail, checked the log which was obtained from inside of the unit then confirmed the details unknown log dated the year of 2016 was recorded from the occurrence of the time of event until the unit recovered. Confirmed vent service required alarm. Main board was replaced to resolve, software checked and overall device check was completed.